Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The mildly calcified diagonal (dx) artery was predilated with a voyager balloon inflated to 8 atm's. The taxus express2 2.5x24mm drug eluting stent was inflated to 8 atm's for 40 seconds. The physician encountered difficulty removing the balloon. The balloon was reinflated and deflated twice. When the balloon was removed, the wire came out with it. The stent maintained good positioning. No pt complications were reported. Pt status is satisfactory.